Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the programmer experienced a power cord issue. The power cord connection onto the power supply held weak. The power cord bay door was missing, the upper display hinges, display latches, rear display cover holding tabs, and upper display bullets were broken. The handle covers were cracked. Hinge plate screws were missing. The lower case rubber feet were worn. The hard drive was upgraded and reimaged. The software was updated and reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's power cord was unable to stay plugged in and the programmer turned off. It was further noted that the programmer required a new back cover. The programmer has been returned to service. There was no patient involvement.